Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a warning for out of range (oor) superior vena cava (svc) impedance. The alert had been triggered on several previous occasions and the superior vena cava (svc) was programmed out of the high voltage circuit. The lead remains in use. No patient complications have been reported as a result of this event.